Manufacturer narrative:
It was reported, the switch emitted sparks. Upon examination, we discovered that the casing had been cracked, and missing pieces. The customer continued to use and could cause it to emit sparks when using. This was also a previously repaired unit.

Event description:
Customer reported, the switch was sparking when you push the trigger down.